Event description:
This report summarizes 331 malfunction events in which the device had paint chips missing. 331 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 317 events were originally reported for this failure mode during the reporting quarter. 13 events were inadvertently excluded. 1 previously reported event was included under MFR report # 0001811755-2020-01927 but should be included under this report. 331 reported events are included in this follow-up record. Product return status: 106 devices were received. 225 devices were evaluated in the field. Event confirmation status: 331 reported events were confirmed. Evaluation results: 331 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 317 events were reported for this quarter. Product return status: 47 devices were received. 69 devices were evaluated in the field. 201 device investigation types have not yet been determined. Event confirmation status: 116 reported events were confirmed. Evaluation results: 116 devices were found to be affected by missing paint chips. Additional information: 317 devices were not labeled for single-use. 317 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 317 </noe> malfunction events in which the device had paint chips missing. 317 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 331 previously reported events are included in this follow-up record. - 1 event was inadvertently excluded. - 1 previously reported event was included under MFR report # 0001811755-2020-01978 but should be included under this report. 333 reported events are included in this follow-up record. Product return status 102 devices were received. 231 devices were evaluated in the field.

Event description:
This report summarizes 333 malfunction events in which the device had paint chips missing. - 333 events had no patient involvement; no patient impact.